Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of tissue damage appears to be related to procedural circumstances and not due to the device. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leaflet tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the posterior mitral leaflet (pml) was short and thin. One clip was implanted. The second clip delivery system (cds 80430u185) was advanced to the mitral valve, and the clip was deployed. While implanting the third clip, a leaflet tear in the pml was observed which was caused while implanting the second clip. The perforation was successfully treated with the third clip. Three clips were implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.